Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called and reported that they had high blood glucose on (B)(6) 2017, with blood glucose of 433 mg/dl at the time of the incident. The customer was at 230 mg/dl at the time of the call. The customer used manual injections to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer's pump is not working. The customer's pump had a blank display after exposure to rain water. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: motor error alarm during the basic occlusion test due to faulty force sensor resistor. Pump passed displacement test, self test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no blank display and audio/beep anomaly noted. Pump received with moisture damage on electronics assembly, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.